Event description:
Livanova deutschland received a report related to an essenz hlm system. During a bypass procedure and due to a complication, it was necessary to go into circulatory arrest to intervene on the aortic arch and a pump was needed to ensure cerebral perfusion. In an emergency, a pump was selected from among the ¿spare¿ pumps (no information about the role assigned to it). The flow rate of this pump would have exceeded the flow rate of the arterial pump, which caused bubbling. The intervention was completed correctly. The patient would not have needed to go into a hyperbaric chamber. The patient died the next day. The exact cause of the death is unknown at this time. No malfunction of the essenz console was claimed by the customer and the complaint was received for the difficulty of being able to have an emergency pump with control of the arterial pump and safety elements associated.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz hlm. Livanova deutschland received a report regarding the essenz hlm system. During a bypass procedure, a complication required circulatory arrest to intervene on the aortic arch, necessitating a pump to ensure cerebral perfusion. In an emergency, a pump was selected from the "spare" pumps, though its assigned role was unspecified. This pump's flow rate exceeded that of the arterial pump, resulting in the creation of air bubbles. Despite this, the procedure was successfully completed, and the patient did not require a hyperbaric chamber. Unfortunately, the patient passed away the next day due to reasons reportedly unrelated to the event described. The customer did not allege any malfunction of the essenz console but reported difficulties in using an emergency pump with control over the arterial pump and its associated safety features. Follow-up communication revealed the following: the event occurred on may 17, 2024. The user had assigned the "suction" role instead of the "cerebral" role to the spare roller pump because no other roller pump 85 was available, and "cerebral" was not an option in the essenz cockpit. The customer's complaint was that during a bypass, the essenz system does not allow for configuring an additional pump with the "cerebral" role, thereby preventing the desired safety features and arterial pump linkage. Additionally, the bubble sensor was not used by the customer. The patient died from massive hemorrhagic shock. According to information reported by the customer and a medical assessment performed by livanova, no causal link between the essenz device behavior and the patient's death was identified. The patient's death was due to the patient's medical condition and the surgery performed. Based on all collected information, the issue reported by the customer regarding the absence of the "cerebral" role for a spare pump is attributed to a lack of education and thus user error. In fact, the use of essenz hlm, including also how to change the role of a pump and also how the role of a spare pump is changed, is described in the device labeling. Indeed, according to it a newly connected pump and a pump with the role 'spare' shall be able to be assigned to all roles contained in the profile, but only for pumps of the same type (roller pump or centrifugal pump) and size (roller pump 150 or roller pump 85)." Since the role "cerebral" was not configured in the profile mapping, the user could not select it during the procedure. Furthermore, according to the essenz hlm instructions for use (cp_IFU_49-00-10_eng_ehlm), in the automated linkage section (paragraph 11.4.2 further guidelines), the keep-lower link function (which ensures the sum of the blood flow from subordinate pumps is never higher than the flow from the arterial roller pump) applies only to the following roles: ¿ cerebral ¿ cerebral b ¿ cpl (cardioplegia) blood ¿ cpl (cardioplegia) ¿ organ ¿ hemofiltration the "suction" role did not include the keep-lower link function. Additionally, the "cerebral" role requires a bubble sensor as a mandatory monitoring function. In the reported event, the bubble sensor was not used for cerebral perfusion as stated by the customer. Therefore, based on all gathered information and considerations, an essenz malfunction can be ruled out: the unit operated as per specifications. The root cause of the reported essenz behavior was user error, as the customer did not configure the ¿cerebral¿ pump role in the profile. The patient's death was attributed to the medical condition and surgery, with no causal link to the event.

Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication livanova learned that the event occurred on may 17, 2024. The user had assigned the "suction" role instead of the "cerebral" role to the spare roller pump because no other roller pump 85 was available, and "cerebral" was not an option in the essenz cockpit. The customer's complaint was that during a bypass, the essenz system does not allow for configuring an additional pump with the "cerebral" role, thereby preventing the desired safety features and arterial pump linkage. Additionally, the bubble sensor was not used by the customer. The patient died from massive hemorrhagic shock. According to information reported by the customer and a medical assessment performed by livanova, no causal link between the essenz device behavior and the patient's death was identified. The patient's death was due to the patient's medical condition and the surgery performed. Device history record (DHR) review has not pointed out any deviations or non-conformities possibly relevant to occurred issue and no adverse and concerning trends about the reported failure mode have been triggered by periodical complaints statistical analysis. Based on all collected information, the issue reported by the customer regarding the absence of the "cerebral" role for a spare pump is attributed to a lack of education and thus user error. In fact the use of essenz hlm, including also how to change the role of a pump and also how the role of a spare pump is changed, is described in the device labeling. Indeed, according to it a newly connected pump and a pump with the role 'spare' shall be able to be assigned to all roles contained in the profile, but only for pumps of the same type (roller pump or centrifugal pump) and size (roller pump 150 or roller pump 85)." Since the role "cerebral" was not configured in the profile mapping, the user could not select it during the procedure. Furthermore, according to the essenz hlm instructions for use (cp_IFU_49-00-10_eng_ehlm), in the automated linkage section (paragraph 11.4.2 further guidelines), the keep-lower link function (which ensures the sum of the blood flow from subordinate pumps is never higher than the flow from the arterial roller pump) applies only to the following roles: cerebral, cerebral b, cpl (cardioplegia) blood, cpl (cardioplegia), organ, hemofiltration. The "suction" role did not include the keep-lower link function. Additionally, the "cerebral" role requires a bubble sensor as a mandatory monitoring function. In the reported event, the bubble sensor was not used for cerebral perfusion as stated by the customer. Based on the gathered evidences, an essenz malfunction can be ruled out: the unit operated as per specifications. The root cause of the reported essenz behavior was a lack of training of the user. The patient's death was attributed to the medical condition and surgery, with no causal link to the event.